Event description:
Patient stated the hcp implanted a flowonix pump about 6 months ago and they refuse to increase the pump and it doesn't work and he doesn't like it. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).